Event description:
It was reported that the grips at the end of a force bipolar instrument looked bent. No other information was provided. Evaluation of the returned device was found to have a broken piece on the distal end that enters the patient. The broken piece was not returned. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the tips were bent, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.072¿ offset at the tips. Severely bent grips with an offset 0.05¿ are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Additional observations not reported by site: related to the primary finding of bent grips, the instrument was found to have a broken molded insulator at the distal end. The broken piece measuring roughly 0.075" x 0.048" in size and was not returned. Unrelated to the primary finding, the instrument was found to have dried residue on the clamping pulleys.